Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on properly) was confirmed. Upon evaluation, the monitor exhibited a flash memory failure at bga components u100 and u101 on the ca board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. No adverse events occurred as a result of the defective monitor.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's device would not power on.